Event description:
It was reported that the patient had stimulation in the wrong location. The patient was reprogrammed the day of the report but went home and while doing her normal activities she was not getting stimulation down to her right ankle. Therefore, the patient¿s pain level was much higher. The patient thought it was because, she was sitting during the programming session and did not pay attention to the right side. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2007 (B)(6); product type extension (B)(4).